Manufacturer narrative:
(B)(4). Investigation summary: customer returned (3) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 9337434. Customer states that the scale was found to be partially missing. All returned syringes were examined and one sample exhibited a missing zero unit scale marking. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch # 9337434 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200871354] noted that did not pertain to the complaint. There was one (1) notification [200870922] noted for blank barrel. Conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause: as per investigation completed by manufacturing under investigation child 1741851, "on (B)(6) 2020, (B)(4) received a photo of batch 9337434. Visual inspection of the photos exhibited (1) syringe with a missing zero line. There did not appear to be any obvious damage to the syringe. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona feeder terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer in feed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause: l2l dispatch #90643 was created for bold/double print. The printing pads were worn out. Correction: the printing pads were replaced. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported before use the bd ultra-fine¿ insulin syringe had product damaged (broken, missing, unassembled) (if device is still operable). The following information was provided by the initial reporter: the customer stated "the scale was found to be partially missing."